Event description:
It was reported that at some time prior to (B)(6) 2009 the patient is reported to have undergone lumbar discography and a lumbar MRI. These suggested possible diskogenic pain sources at the l4-5 and l5-s1 levels with concordant pain l2 through 3 demonstrating a disk concordant pain level and mild concordant pain was noted at the l3-4 level. The MRI scanning of the lumbar spine had demonstrated disk desiccation at l3-4, l4-5 and l5-s1 with a centralized annular tear at l5-s1, advanced spinal stenosis was noted at l4-5 and there also appeared to be a synovial cyst coming off the l4-5 facet joint, moderate spinal stenosis was noted at l3-4. On (B)(6) 2009 the patient presented with chronic back pain and the post-operative diagnosis of lumbar stenosis l3-4, l4-5, l5-s1; synovial cyst l3-4 and l4-5; and intra-spinous ligament disruption. The patient underwent surgery which had consisted of decompressive laminectomies l3, l4, l5 and s1 with bilateral complete facetectomies l3-4, l4-5, l5 ¿s1; transforaminal lumbar interbody fusions l3-4, l4-5 and l5-s1 using capstone implants, infuse bone graft and autograft bone; posterior segmental instrumentation with legacy pedicle screw and rod construct l3, l4, l5 and s1; and a posterolateral fusion l3-4, l4-5 and l5-s1 with infuse bone graft ; autograft bone, and mastergraft bone substitute. Per the operative report ¿¿.the ventral aspect of the disk inner space was prepared using pledgets of infuse bone graft substitute into the ventral aspect of the disk space and then tamping mastergraft bone on top of this. Two capstone peek implants were inserted to each level. At the l3-4 level, a 12 x 22 mm set of implants was placed, at l4-5, a set of 14 x 22 mm implants and at l5-s1 a set of 10 x 22 mm implants were placed. These implants were filled with a combination of infuse bone graft, as well as morcellated autograft bone. Additional morcellated autograft bone was now packed in between the two implants¿.. Rolls of infuse bone graft combined with morcellated autograft bone and mastergraft bone substitute were placed in the lateral gutters of the wound. These were tamped on to the transverse processes of l4, l5, as well as l3 and the sacral ala. Additional morcellated autograft bone was now placed over these rolls¿¿ it should be noted that during the surgery, while in the process if dissecting the paravertebral muscles off of the dorsum of the lumbar spine, large tears in the inner spinous ligaments at both l3-4 and l4-5 levels were found. Large synovial cysts were also found emanating particularly out at the l4-5 facet joint. These were excised. The facet joint at l4-5 was particularly hypertrophied and appear somewhat incompetent and hypermobile. There also appeared to be hypermobility at the l3-4 facet joint segment as well. Intraoperative fluoroscopy was utilized during the procedure to monitor placement. Emg and ssep monitoring occurred intra-operatively through-out the procedure. It should also be noted that ¿at the s1 level the impedance of the screws was below acceptable standards but I inspected the superior, medial, and inferior aspect of the s1 pedicle and did not see any evidence that the screw threads had penetrated or breached the walls of the pedicle. I therefore accepted th e pedicle position positioning.¿ intraoperative films demonstrated surgical fusion of the c3-4-5-t1 vertebra with metallic plates and screws in place and with implants projected over the corresponding intervertebral disc spaces. There was satisfactory posterior alignment of the above mentioned vertebra. No patient complications were noted. 24 hours after surgery, the patient had a blood transfusion of 2 units packed red blood cells for post-operative anemia. On (B)(6) 2009 the patient presented for post op lumbar spine x-rays which showed status post surgical fusion and laminectomy at l3-4-5 levels with metallic plate and screws in place and with surgical drainage projected over the dorsal soft tissues. Metallic plates and screws were satisfactorily positioned. There was a protrusion of one of two screws placed through the s1 segment into the pelvis estimated approximately 15mm. Implants were projected over the corresponding intervertebral disc spaces. There was satisfactory posterior alignment of the above mentioned vertebra. The remainder of the lumbar spine appeared unremarkable. On (B)(6) 2009 the patient presented an elevated d-dimer and bilateral leg swelling. The patient underwent a bilateral lower extremity venous duplex study. Result: negative study. No evidence of dvt. On (B)(6) 2009 the patient was discharged from hospital. On (B)(6) 2009 the patient presented with a moderate amount of pain in the lower back, bilateral lower extremities. The patient reported the nature of the pain was different than prior to the surgery. The patient reported difficulty sitting for even short period due to discomfort. Per the doctors report the patient had a fair amount to myofascial spasm involving the lumbar paravertebral muscle bilaterally. The patient was asked to increase valium and percocet use and decrease trazadone use. On (B)(6) 2009 the patient presented with severe, aching lower back and bilateral lower extremity pain. The patient was asked to try to discontinue valium. On (B)(6) 2009 the patient presented with mild pain in lower back bilaterally. The patient had a mild amount of myofascial spasm. The patient requested a lower potency narcotic ¿ the patient was to switch from percocet to vicodin. On (B)(6) 2010 the patient presented with pain in the lower extremities and lower back exacerbated with activity. The patient was having mild dysesthesia and hypoesthesia along the l4 and l5 dermatome. The patient also had fair amount of myofascial spasm involving the lumbar paravertebral muscle occurring bilaterally. The patient was asked to increase zanaflex. On (B)(6) 2010 the patient presented left l4-l5 radiculopathy and left foot weakness, post op fusion. The patient underwent a lumbar spine MRI which showed post op changes as l3-s1; moderate amount of epidural scar tissue throughout the operative site; most prominent along the undersurface of the exiting left l4-l5 nerve rootlet; and no evidence for disc herniation, neural foraminal stenosis or central canal stenosis on (B)(6) 2010 the patient complained of severe and intermittent low back pain. There was tenderness to palpitation over the lumbar spine and paraspinal musculature. There was some numbness and tingling in the left foot. It was felt that the patient would benefit from epidural injections. On (B)(6) 2010 the patient presented lumbar sacral neuritis and underwent a caudal epidural steroid injection. No patient complications were noted. On (B)(6) 2010 the patient presented with complaints of constant low back pain and bilateral leg pain. The pain was described as aching, burning, and stabbing and exacerbated by walking and standing. The patient reported receiving some relief for their right sided leg numbness from the epidural injection they had previously received on (B)(6) 2010. On (B)(6) 2010 the patient presented with pain and underwent a left l4 and l5 nerve root injection/transforaminal epidural steroid injection. No patient complications were noted. (B)(6) 2010 the patient presented with low back and left lower extremity pain exacerbated with activity. The patient reported considerable relief to symptoms following the (B)(6) 2010 injection. Since that time the patient reported going through a gyn surgery and that their symptoms may have slightly increased since then. On (B)(6) 2010 the patient presented with pain and underwent a left l4 and l5 nerve root injection/ transforaminal epidural steroid injection. No patient complications were noted. On (B)(6) 2010 the patient presented with low back and left lower extremity pain exacerbated with activity. On (B)(6) 2010 the patient presented with pain and underwent a left l4, l5, s1 nerve root injection/ transforaminal epidural steroid injection. No patient complications were noted. On (B)(6) 2011 the patient presented with low back and left lower extremity pain exacerbated with activity. The patient reported considerable relief to symptoms following their last injection but reported the symptoms were returning. On (B)(6) 2011 the patient presented with constant low back pain, bilateral hip pain, and bilateral leg pain. The patient reported a worsening of physical function and sleep pattern as a result of pain. The patient¿s bp was 192/98 and the patient felt this was due to the pain. The lumbar spine and paraspinal musculature had tenderness to palpitation. There was some hypoesthesia of the l4-5 dermatome on the left. On (B)(6) 2011 the patient presented with pain and underwent a left l4, l5, s1 nerve root injection/ transforaminal epidural steroid injection. No patient complications were noted. On (B)(6) 2011 the patient presented with constant low back pain and bilateral leg pain ¿ left greater than right. The patient reported a decline in physical functioning, family and social relationships, mood and sleep patterns. Gait remained antalgic. On (B)(6) 2011 the patient presented with pain and underwent a left l4, l5, s1 nerve root injection/ transforaminal epidural steroid injection. No patient complications were noted. On (B)(6) 2012 the patient presented with constant severe low back pain and bilateral lower extremity ¿ left greater than right. The patient complained of a decline in physical functioning, family and social relationships, mood and sleep patterns. The patient reported a recent fall which resulted in a right fibular fracture. The patient also reported their pain had returned to its pre-injection level. On (B)(6) 2012 the patient presented with back pain and bilateral leg numbness, left greater than right. The patient underwent a lumbar spine CT which showed a satisfactory alignment following posterior decompression and metallic fusion at l3-s1; no suggestion of mechanical instability or hardware failure; mild ventral extra-osseous projection of pedicle screws of s1; no acute abnormality; and mild left foraminal narrowing at l5-s1. On (B)(6) 2012 the patient presented with constant severe low back pain and bilateral lower extremity ¿ left greater than right. There was a worsening in physical functioning, family and social relationships, mood and sleep patterns. It was reported that the patient had recently undergone a CT scan which demonstrated no acute changes in the pathology of their back. It was thought that it was perhaps time for the patient to get a power lift chair for their house steps as the patient was unable to go up and down the stairs to reach their bedroom, secondary to pain. On (B)(6) 2012, in a chart note, a letter reported the patient requesting a power operated vehicle due to the extreme difficulty in moving. It was reported that the patient stated they rarely left the house due to severe pain that radiated into the lower extremities. The patient reportedly stated that this caused extreme difficulty and they were unable to carry out typical activities of daily living outside of the house. Per the letter it was recommended that the patient receive a power scooter. On (B)(6) 2012 the patient presented with pain and underwent a left l4, l5, s1 nerve root injection/ transforaminal epidural steroid injection. No patient complications were noted. On (B)(6) 2012 the patient presented with constant severe low back pain. The patients gait was antalgic and aided with a cane. It was noted that at the last visit the patient requested a power wheelchair and a stair lift because they were falling so often and having such severe pain with ambulation. It was reported that the patient had undergone an occupational therapist evaluation for this need. ¿ the evaluation report is reported to have concurred with the request. On (B)(6) 2012 the patient presented with constant severe low back pain. The patients gait was antalgic and aided with a cane. There was tenderness to the lumbosacral spine and paraspinal musculature. Per the doctors notes it was felt that the patient¿s pain was still related to their work related injury. On (B)(6) 2012 the patient presented with constant severe low back pain, and bilateral lower extremity pain. The patient stated their daily living activities were significantly impaired secondary to pain. On (B)(6) 2012 the patient presented with pain and underwent a left l4, l5, s1 nerve root injection/ transforaminal epidural steroid injection. No patient complications were noted. On (B)(6) 2013 the patient presented with constant severe low back pain radiating into the lower extremities. The patent reported no real significant relief from symptoms after receiving the nerve root injection on (B)(6) 2012. On (B)(6) 2013 in a chart note, it mentions the patient had called in reporting worsening pain and they had wanted to go forward with any type of injection. It mentioned the patient may have been a good candidate for rfa. On (B)(6) 2013 the patient presented with constant severe low back pain. The patient gait was antalgic and aided with a walker. Facet loading maneuvers were positive as were straight leg raises. There was tenderness in the lumbosacral spine and paraspinous musculature. Assessment: lumbar spondylosis; lumbar muscle spasm; disorder of the sacrum; and hip osteoarthritis.

Manufacturer narrative:
(B)(4). (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.